Manufacturer narrative:
On january 12, 2021, the distributor reported additional information: the pump history was reviewed, and the pump was found to have announced the low power alerts and alarms as intended. Battery depleted as expected; there was no device issue. Pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Contact reported to have checked the pump battery charge and settings. Customer¿s blood glucose level was 245 mg/dl. Customer reverted to using an alternate method of insulin therapy.